Event description:
It was reported via telephone call that the customer had trouble programming the insulin pump due to an unresponsive act button. The insulin pump had also alarmed for a reset error. The blood glucose reading was 29 mmol/l. The alarm had occurred shortly after battery insertion. The caller was advised that the insulin pump had experienced an unexpected restart and that the insulin pump should be monitored.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.